Event description:
Report received from (B)(6) stating the device had a "damaged cord". The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4).  Reliability engineering evaluated the device and the reported failure of "cord damage" was confirmed. The device was found to have exposed wires. This failure is indicative of improper handling of the device. If additional information is received, a supplemental MDR will be sent. (B)(4).